Event description:
The device was being inserted into the patient. During removal of the wire guide obturator, it unravelled and split the catheter. The catheter separated and was clamped with forceps to prevent migration into the arm. The catheter was subsequently removed from the patient.